Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: visual inspection of the returned product found the lens cut into 2 pieces. The lens was returned in liquid. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a cc4204a collamer single piece lens, +25.0 diopter, was damaged. The reporter was unable to report any additional information.